Event description:
It was reported that during a pta/stenting treatment procedure to dilate a 40% stenotic lesion in the iliac system, removal difficulties were encountered. The physician had successfully deployed the stent at the target lesion, but while attempting to withdraw the delivery device, he experienced removal difficulties and additional 'force' was required to successfuly remove the delivery device. The pt was reported as 'stable' following the procedure. No pt injury or complicatons were reported.